Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) reported they had surgery below the knee a month ago on (B)(6) 2022, and therapy was turned off for that. Pt was told by hcp that therapy had been turned back on. Pt had been shaking for the last week but was really shaking today so their nurse told them to call mdt. Patient programmer was showing the sync screen and poor communication when patient attempted to connect with ins, patient said today was the first day they noticed this, new aaa batteries resolved this. Pt's therapy showed off and okay. Patient was surprised the therapy was off and said they charge their ins everyday with the wireless recharger. During call wr connected like normal to ins. Patient services (pss) walked pt through turning therapy back on, pt reported discomfort when therapy was initially turned on but confirmed she was okay by the end of the call. Patient called back and added today they are better (less shaking) but their left foot is still shaking. Pss redirected patient to hcp. Patient mentioned they are scheduled for an appointment on july 6th, but will be calling to see if they can get an earlier appointment.

Event description:
Additional information was received from the consumer who reported that the circumstances that led to therapy being off was that somewhere in their visit to the hospital and nursing home, "the charger was not placed back on the charger."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.